Event description:
It was reported that there was a separation of the coil on the proximal end of the superior vena cava (svc) portion of the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.